Manufacturer narrative:
United states reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 2 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Suture vertical length in thread of closed samples received are 43.3 cm (57.7% length) and 42.5 cm (56.3% length). These values are in the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. These monofilament sutures present memory effect but it is a typical characteristic of this kind of threads. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Problem with thread memory.